Event description:
The initial reporter stated they received discrepant results for one patient sample tested with phos2 phosphate (inorganic) ver.2 on a cobas 6000 c (501) module. The sample initially resulted in a phosphate value of 0.02 mmol/l, which was reported outside of the laboratory as < 0.10. The sample was repeated, resulting as 1.14 mmol/l. An amended report was issued. The phosphorus reagent lot number was 593236. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The customer stated they continue to have issues on the analyzer and stated there were blockages in the probes.

Manufacturer narrative:
The field service engineer found an air lock in the system. The tubing and main pump were bled and the air lock was cleared. Pressures were checked and the gear pump pressure was set. A cell blank was performed. The analyzer was confirmed to be running back within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.